Manufacturer narrative:
A getinge field service engineer (fse) found that t handle and helium regulator were both stripped out. Replaced helium regulator. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. No other issues noted. Returned to service. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the t handle and helium regulator in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) low helium alarm sounded and needed assistance changing the helium tank on a cardiosave. When the nurse went to insert the new tank, he was unable to turn the yoke t-handle reporting it seemed to be ¿stuck.¿ several other colleagues attempted to turn it as well to no avail. They were advise to switch out the console and was instructed on how to do so. The pump was tagged for biomed. There was no patient harm or injury reported .